Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 36 mg/dl at 7:10 pm and 405 mg/dl at 7:20 pm. Customer had unspecified hypoglycemic symptoms at the time of the 36 mg/dl result and self-treated with "sugar". Following the 405 mg/dl result at 7:20 pm the customer tested and received the following results: 104 mg/dl at 7:21 pm, 185 mg/dl at 7:21 pm, 98 mg/dl at 7:23 pm. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: during investigation of the meter memory, a result of 85 mg/dl was found in place of the reported result of 185 mg/dl.